Manufacturer narrative:
A ge representative evaluated the system and performed a motion calibration. The system operates as intended.

Event description:
The customer reported an uncommanded motion error. This resulted in a loss of motorization, thereby requiring a reboot to restore motorization functionality. This is a reportable event.